Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported symptom 'no sound' was verified during evaluation and the device was found out of specification. Evaluation found that the pump was received with no audio on all audio levels and determined the cause to be a failed rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no sound. There was no known patient injury or medical intervention associated with this event. No additional information is available.